Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error 2240 in dwell 2 of 3. The technical service representative (tsr) explained the alarm to the hp. The hp chose to end therapy and not start over. The tsr advised the hp to call the peritoneal dialysis nurse in the morning to advise therapy was not completed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.